Event description:
Event description guidant received information that this ventricular lead has increasing thresholds. In march it was 2.2 volts at 1ms, today it is 4 volts at 1ms. The device was programmed back in march to 4 volts at 0.6ms (there would not be enough energy to provide capture). All other measurements were fine.